Event description:
Olympus medical systems corp. (Omsc) was informed that scope communication error b30 occurred. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. There was a foreign material on the electrical contact of the video connector. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that the communication between the video system center electrical contact and the video connector electrical contact became temporarily unstable due to the foreign material, which caused b30 error. Or, the internal board failure of the scope connector was also a possible cause. The possible causes of internal board failure were as follows. - since the relevant parts had not been repaired for more than 5 years, electronic parts had deteriorated due to repeated energization stress. - the video connector was plugged in and unplugged while the system was turned on, causing a temporary overcurrent. - static electricity was applied to the electrical contacts of the video connector.